Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device will not shut down. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Multiple good faith efforts were performed with no response by the customer, no repairs were completed by a remote service engineer (rse) nor a field service engineer as the customer has declined service and repair; case cancelled; therefore, it could not be determined if it failed to meet specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.